Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following johnson & johnson medtech procedures. Visual analysis of the returned sample revealed that the hemostatic valve was dislodged inside the hub component. Further analysis under image magnification showed stress marks on the hemostatic valve. However, no damage to the silicone ring was found. Device history record review was performed for the finished device 60000722 number, and no internal actions related to the reported complaint condition were identified. The hemostatic valve issue reported by the customer was confirmed due to the hemostatic valve condition. The potential cause of the separation of the valve could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: use best practices for inserting or retracting any device at the hemostatic valve. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Slowly remove or insert the dilator or other devices. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech quality system if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a atrioventricular reentrant tachycardia (avrt) with wolff-parkinson-white (wpw) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and when the wire was pulled out of the sheath after gaining transeptal access, blood was leaking back through the hemostatic valve. The sheath was replaced and the procedure continued. No patient consequences were reported.